Manufacturer narrative:
The device was not available to be returned for evaluation. The manufacturing and sterilization records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
A user facility in malaysia reported that, during surgery, the anterior vitrectomy cutter was not cutting but continued to aspirate. They were able to complete the surgery, although it was prolonged approximately ten minutes. There was no patient impact, medical intervention, or additional anesthesia required.